Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant is unknown. Currently, the aneurysm measures 6 + cm in diameter. Currently, the patient was in for a routine follow up appointment and a type I endoleak and a type iii endoleak, separation were noted. Patient was treated with an endurant aui device and extension. A fem-fem bypass was performed at that time as well. The cause of the event is disease progression of neck dilatation. No additional clinical sequelae were reported. The patient is recovering well.